Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. A 4.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another balloon. No patient complications were reported.